Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and the impedance trend on the rv (right ventricular) pacing lead was variable. Seven nst episodes with v-v intervals less than 220 ms between (B)(6) 2016. Right ventricular pace impedance consistently rises from 864 ohms on (B)(6) 2016 to 1088 ohms on (B)(6) 2016.

Event description:
It was reported that the patient experienced palpitation/discomfort in the chest. The patient had high ventricular pacing threshold and pacing failure was noted. The ventricular lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.